Manufacturer narrative:
Updated section h6 as it relates to the type of investigation, investigation findings/conclusions.

Event description:
Instrument snagged portion of stitching which caused instrument to puncture aorta.

Manufacturer narrative:
It was reported that "during open heart procedure, instrument snagged portion of stitching which caused instrument to puncture aorta. Portion of seam came loose and separated from towel. 2 surgeons spent time retrieving the seam." It was reported that the "patient is ok". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.